Manufacturer narrative:
Engineering review of the system error logs found multiple I/o hub errors. A replacement I/o hub has been sent to the site for issue resolution. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. No further subsequent issues have occurred post computer replacement.

Event description:
A medtronic representative reported that, while in a vertek cranial biopsy procedure, the site stated their navigation system became unresponsive. They had pushed images from the interoperative magnetic resonance imaging (imri) and, once the images loaded successfully, the control room, touch-screen monitor and mouse became unresponsive. In trouble-shooting, a system re-boot restored normal functionality. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The I/o hub was replaced on the system. System tested fully functional after replacement of I/o hub. The suspect system I/o hub was returned and evaluated. No fault was found. The unit tested fully functional on all ports. After replacement of the I/o hub and the computer no further related subsequent issues have recurred.

Manufacturer narrative:
Software investigation completed, software is functioning as designed. RMA issued. Replacement computer shipped to site (B)(4) 2014. No hdd or ram errors reported. (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.